Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: battery device, battery casing devices. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during a veterinary knee surgical procedure, it was observed that the small battery drive device was getting hotter than usual at the blue part where the operation buttons were and where the attachment devices were placed. It was further reported that the performance of the device was lagging even when a fresh battery device was inserted. It was reported that it sounded like the drill was struggling. The reporter stated that the issue had occurred on more than one occasion while changing the battery device and battery casing devices (at least three occasions). According to the reporter, the other events happened within the two or three weeks in which the doctors complained about the similar issues. However, they were unable to recall the specific dates of the events. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no human patient involvement as this device is for veterinary use only. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the battery drive device showed signs of immersion and there was excessive debris on the internal components. It was further determined that the device experienced insufficient/low power, corroded bearing, and foreign substance/debris/cleaning/sterilization. It was further determined that the device failed pretest for check power with power test bench. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.